Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 08-mar-2018, a field service engineer (fse) followed up with customer over the phone. Fse instructed customer to clean the roller that slides on top of the sample rack. After customer cleaned the roller, the customer ran two racks with samples and no errors occurred. The g8 instrument is functioning without errors; no further action was required by the fse. The g8 serial number 14937302, was installed on (B)(6) 2017. A complaint history review and service history review for similar complaints was performed (B)(6) 2017 through aware date (B)(4) 2018. There were no other similar complaints identified during the searched period. 708 x1-axis error the g8 operator's manual under chapter 6 - troubleshooting, indicates that 708 x1 axis error message is generated when an operation error occurs with the x1 axis. The operator is instructed to inspect the x1 axis. The most probable cause of the reported event was due to dirty sample roller tray.

Event description:
On (B)(6) 2018 a customer reported receiving 708 "x1 axis" error message on the g8 instrument. Customer stated that the racks and the loader belt were cleaned prior to reporting the error, but error persisted. Technical support specialist (tss) instructed customer to rotate loader and spray with canned air. Tss also asked customer to load an empty rack and a full rack with tubes and run on instrument. The full rack with tubes completed without errors, but the empty rack followed resulting in x1 axis error. A field service engineer (fse) was dispatched to address the reported event, which caused a delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.